Manufacturer narrative:
Added information to section b5, b7, d4 (serial number, expiration day), d6 (implant date), d9, h4 (device manufacturer date) and h6 (type of investigation). Updated section h6 (clinical code). H6 (device code). Customer report of stenosis was confirmed. X-ray demonstrated the wireform intact and heavy calcification on leaflets 1 and 2 and minimal calcification on leaflet 3. Extrinsic calcific deposits were observed on leaflets 1 and 2 on the both the inflow and outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflet 2 on the inflow aspect. Host tissue on the stent circumference was moderate at both the inflow and outflow aspects. Calcification restricted leaflet mobility and led to stenosis. Suture holes were observed around the valve sewing ring. Multiple suture threads remained attached to the sewing ring.

Event description:
Edwards received notification that a 70-year-old patient with a valve model 3300tfx implanted in the aortic position underwent a valve explant surgery after an implant duration of approximately four (4) years due to calcification leading to severe stenosis (velocity 3m/s). The patient presented with dyspnea. A non-edwards mechanical valve was implanted in replacement. Unfortunately, the patient passed away three days after procedure. Per response received the physicians believe it is likely to be related to a patient's autoimmune or inflammatory condition and not directly valve related. Additionally, there may have been complications during initial anesthesia/induction the operation.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (investigation findings) and h6 (investigations conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed, including a history of autoimmune condition. Pannus overgrowth, or host tissue, is considered a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. The most likely cause is patient factors. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of events are included in the IFU.

Event description:
Edwards received notification that a 70-year-old patient with a valve model 3300tfx implanted in the aortic position underwent a valve explant surgery after an implant duration of approximately four (4) years due to severe stenosis. A non-edwards mechanical valve was implanted in replacement. Unfortunately, the patient passed away three days after procedure. Per response received, the physicians believe it is likely to be related to a patient's autoimmune or inflammatory condition and not directly valve related. Additionally, there may have been complications during initial anesthesia/induction in both operations.

Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.